Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s mother) regarding a patient who was previously receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for an unknown indication of use. It was reported that the patient had an unknown number of revisions. The date of the event(s) regarding the revisions was not reported. No further information was reported regarding the revisions. The patient¿s pump was currently administering baclofen with concentration of ¿2500 whatever it is¿ at a dose rate of ¿999.3 or something per day¿ for intractable spasticity. No further patient complications have been reported as a result of this event.